Event description:
It was reported that during testing conducted at the user facility that the device would continue to run when plugged in. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.